Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump had a blank display. The customer declined troubleshooting and stated that the pump would get damaged because he is a double amputee and the tubing would get caught in his wheelchair. The customer stated that he used lithium batteries and was advised on the proper batteries to use. The customer also reported a hospitalizationdue to a heart condition but stated that it had nothing to do with the insulin pump. The customer had been off of the insulin pump.